Event description:
An "(B)(6) female pt with aortic valve disease/malfunction in CT inspection highly tortuous descending aorta and dilated aortic arch area. Decided to be treated with tavr by lotus valve system 25mm (lot14167020), using also lotus large introducer set (lot ds12508) and also safari small pre-shaped tavr/tavi wire 300cm (lot 10425869). Pt has very tortuous anatomy from femoral area all way to aortic arch. After successful insertion with lotus device, team managed to get lotus through 3 different angles in descending aorta. Then in beginning of aortic arch not possible to get lotus system crossing aortic arch. After several attempts, decided to stop procedure and lotus system taken out successfully. After this small dissection in top of aortic arch seen in angio, decided not to continue with tavr procedure. Lotus introducer taken out and vessel closure done successfully. Pt stable during and after procedure."